Manufacturer narrative:
The account has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.

Event description:
The complainant stated that the nurse call is not going from the nurses' station from the bed.